Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the valve is leaking. Associated malfunctions for this device: heat exchanger is leaking.